Manufacturer narrative:
(B)(4). Affected product has been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported that a pt was to receive an insulin infusion at 4 units/hr. In a short period of time the 100 ml bag was found empty. The pt was given medication to "counteract the drug," and the pt was fine with no permanent harm. Although requested, no additional pt/event information was provided.